Manufacturer narrative:
The customer did troubleshooting with the technical assistance center (tac). The customer noted that they replaced the scope adapter and video system and tried 5 different scopes, but they were getting a black image. The customer was not hot swapping the scopes. When the connection between the scope and adapter was rotated, the image went black. An olympus field service engineer (fse) visited the site to evaluate the video system. The scope adapter was found to be defective. The device has not been returned for evaluation. If the device is returned, a supplemental report will be filed with evaluation results.

Event description:
The customer reported to olympus medical that the evis exera ii video system center relayed no image. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective (pigtail) scope adapter could not be identified. Olympus will continue to monitor field performance for this device.